Event description:
A malfunction occurred on the customer¿s pump, with no notable events reported prior to the issue. There was no impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and received instructions for replacing the pump with updated software.